Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported per medwatch report that during thrombectomy procedure, the arrow mechanical thrombectomy device was used in the arterial side of the fistula several times removing clot material. When approaching the venous side, the device became entangled in a stent. The pt had denied having any procedures on the fistula since his original surgery, so it was unclear where the stent came from. The pt had to be taken to surgery for vascular cut down to remove the device. Add'l info rec'd on (B)(6) 2011 from the risk manager stated the interventionalist was not aware the pt had a shunt in the graft. It is unk how many passes were made prior to the device becoming lodged in the shunt. The percutaneous thrombolytic device (ptd) was surgically removed w/o complications. It is unk if there was a delay in treatment, no pt death and no complications.